Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The customer reports that nurses have complained that the needle is too soft and too flexible making it difficult to manipulate with the small bottle and reportedly sometimes the needle breaks. The customer was unable to provide any additional info regarding how or in what manner the needle broke, the quantity of defective needles, the date of events or if there was any pt involvement.